Event description:
It was reported that when the device was used during an open gastrectomy procedure, the two reloads did not properly form the staples. The physician had to use another instrument and reload. There was no reported pt consequence.